Manufacturer narrative:
A review of the implant's manufacturing record indicates that it was manufactured to specification. Based on the information available, the root cause of the event cannot be determined. Should additional information be obtained to further this investigation, this report shall be updated.

Event description:
It was reported that a patient is alleging a failed implant (persona tibia) and experiencing complications with her knee. The patient received the persona tibia and tm patella on (B)(6) 2014, but as of this date of notification, has not been revised of either component. Note that the persona tibia is of zimmer (B)(4) design control and the tm patella is of zimmer (B)(4) design control.